Event description:
It was reported that the patient was in the emergency department for shortness of breath. The patient was not on anticoagulation due to severe gastrointestinal (gi) bleeding. Upon interrogation there was an increase in flow and power on (B)(6) 2022. The patient's baseline power was between 4-5. At the time of the high flow (10.6), the power was in the 7 range. Log file analysis contained pulsatility index (pi) events as well as routine power source changes. The data additionally showed some unsustained power/flow fluctuations and do not appear to be a result of an equipment malfunction and are most likely a result of the patient's clinical condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed power and flow elevations. A specific cause for the power elevations could not conclusively be established through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported shortness of breath and gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The submitted log file captured transient elevations in pump power and flow on (B)(6) 2022. Of note, the elevations were captured during pulsatility index (pi) events. The pump appeared to function as intended with pump speed remaining at or above the low speed limit throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Section 1 "introduction¿ addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.